Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with complaints of syncope. The device did not deliver therapy during a vt. Review of the stored electrograms indicated that the device did not deliver additional therapies after atp was delivered. Programming changes were made. The patient was in stable condition following the check.